Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that many years ago while using the ethicon linear cutter with blue reload, the surgeon had a neuroanastomoses of the small bowel that opened completely after 2 days. In that time, he did not find any reason for the situation. There are no additional details. The device will not be returned.